Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead had high pacing threshold measurements. During a device check, the atrial pacing threshold had increased to 6.5 v at 0.4 ms. Measurements from approximately six months prior were 1.5 v at 0.4 ms. Field representative also reported that the impedance was stable and no anomaly was found on the x-ray results. The rv lead was surgically abandoned and successfully replaced with a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The implant date was not provided.